Event description:
Philips received a complaint on the heartstart xl device indicating that the ECG cannot be measured. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. Based on this the event will be considered a reportable event. This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device and after guiding the customer to clean the patient's skin and reposition the ECG electrodes, the ECG monitoring returned to normal, and the equipment returned full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a user error. The reported problem was confirmed. The customer was instructed to clean patient's skin and reposition ECG electrodes to resolve the issue. It has been concluded that no further action is required at this time.